Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain three of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient line was leaking and had a hole in it. The technical services representative assisted with ending therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Product surveillance (ps) contacted the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2016 regarding the leak that occurred during therapy on the cycler. The pdrn stated the home patient (hp) was out of town on vacation when the leak occurred. The pdrn stated she was told about system error when the hp came into the clinic a week later. The pdrn was not given information regarding the supplies, but stated that the hp was not in town at the time, so she did not think the supplies were available and stated the hp resumed therapy on the cycler without any problems. No patient injury or medical intervention was reported. No further information was given.

Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. However, it was reported that the patient line was leaking from a hole, which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.